Event description:
It was reported the patient was experiencing heating at the device pocket. The patient switched off the device and after 12 hours the issue was resolved. The device was programmed to c+ and 2- and impedances were ¿ok.¿ two days later, the device was reprogrammed to 0+ and 2-. Impedances were once again ¿ok.¿ with the new programming, the patient felt a comfortable sensation without heat. It was noted the patient preferred to keep the device off until they experienced symptoms. No further information was reported. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).